Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Additionally, the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the pump time and reverted to manual injections for insulin therapy. There was no impact to customer¿s blood glucose.